Event description:
Partial gastrectomy procedure. Plc55 was loaded with slc55g and calibrated. It was placed on the tissue, closed into firing range and fired. There was an unusual noise heard and then pc read "firing incomplete". Malformed stjaples were noted on the proximal and distal ends. Another device was used to complete the case.